Manufacturer narrative:
The field service engineer determined that probes were not adequately washed. He repaired and readjusted the device. After the service actions, the customer confirmed the analyzer was running within specifications. Control recovery was within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 513 module. The sample initially resulted with an hba1c value of 11.3 % and this value was reported outside of the laboratory. The doctor complained about the value. The sample was repeated, resulting with a value of 6.3 %. The hba1c reagent lot number and expiration date were requested, but not provided.